Event description:
Following surgery for bilateral breast cancer (left preventive, right subcutaneous mastectomy), reconstructive surgery was performed using silicone gel prostheses. Subsequently, she has had multiple partial bowel obstructions, pulmonary emboli, bilateral "showers" which were life-threatening, fibromyalgias, multiple arthritis-like symptoms which were not responsive to pain medication, a total of 3 months of physical therapy, chronic debilitating fatigue, post-surgical word-finding and short-term memory difficulty, left ulnar nerve damage, left hand numbness and tingling with a resultant decision to have bilateral explantation. (Also see mw1001076.)